Event description:
In the american journal of critical care online, a published article referenced a monge et al trial that reported a case of a (B)(6) man admitted to the ICU because of septic shock. A flexi-seal device was inserted because of diarrhea. The patient had one rectal hemorrhage 25 days after insertion of the device.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The reporter states that endoscopy revealed a mucosal ulcer in the distal part of the rectum. Treatment and use of blood products were not specified in this case. No add'l patient/event details are available at this time. Should add'l info become available, a f/u report will be submitted. A return sample for evaluation is not expected. The lot number was not provided.(B)(4).